Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported failure mode and identified defects can be attributed to user error, improper handling, and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the light guide connection is unstable with screw thread failure, bending, and faded product name. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope trueview ii", 4 mm, 0° had an unstable light guide connection. There were no reports of patient harm.